Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and admittance into the intensive care unit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.5 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized and was admitted into the intensive care unit (ICU) on (B)(6) 2026. The patient does not know how to use the omnipod 5 system properly, including how to connect the sensor in order to receive blood glucose readings and enable automation. At this time, there is insufficient information to determine if insulet's device caused or contributed to the reported event. Follow up attempts to the reporter have been made, however, they were unsuccessful and therefore, information is limited.